Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor had blood/body fluid obstruction. The helix was distorted during analysis. The blood in the distal most likely entered through the is-1 pin and no inner insulation breach was observed. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the physician was unable to advance a straight stylet implant tool into the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.